Event description:
On (B)(6) 2012 the lay user/reporter, the patient's mother, contacted lifescan to report the one touch ultra2 meter was giving an unspecified error message. The sr. Medical surveillance specialist contacted the reporter to obtain and verify information; however was unable to reach her by telephone. On (B)(4) 2012, the smss mailed a letter requesting the reporter contact medical surveillance. On (B)(6) 2012 at 6:00 pm, the patient was experiencing the symptoms of nausea and impaired breathing. While symptomatic, the patient attempted to test her blood glucose level using the reported meter, however obtained an error message. The reporter was unable to provide the specific error message that occurred. The patient tested her blood glucose level using another meter, and obtained a blood glucose reading of 33 mg/dl. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. The patient manages her diabetes with insulin taken on a sliding scale. It would have been helpful to determine the patient's status and actions prior to the onset of symptoms, what meals and medications had been taken prior to the event, the patient's insulin regimen and expected blood glucose readings. The issue was not resolved. The meter, test strips and control solution were replaced. It is not known what conditions existed prior to the onset of the patient's symptoms. The patient's symptoms occurred prior to the meter issue. However, as the patient experienced symptoms and blood glucose levels indicative of severe injury while using the reported meter, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.